Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) showed a battery performance alert. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The field event of premature depletion was not confirmed. An abnormal transient voltage drop was detected. The voltage drop is consistent with li deposit in the battery.